Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation and pain was received on august 25, 2025, with catalog mcghan 420cc. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician confirmed left side deflation.

Event description:
Patient reported "deflation and pain implant exchange." This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.